Manufacturer narrative:
Concomitant medical products: 310c31 valve, implanted: (B)(6) 2016; addrl1 ipg, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited a gradual increase in impedance and no sensing in both unipolar and bipolar configuration. The ra lead was programmed off and remains in patient. No patient complications have been reported as a result of this event.